Event description:
The customer reported c-arm will not move up or down during intermittent states. No pt injury was reported.

Manufacturer narrative:
The service rep removed and replaced system vertical column p3 power supply and reinput system dicom info. System checked and tested o.k.